Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that non-target embolization occurred resulting in patient death. The patient was admitted to the hospital with variceal bleeding. Due to anatomy and the complexity of the procedure, the decision was made to perform a trans jugular intrahepatic portosystemic shunt (tips) procedure. The tips procedure was complex and was ultimately completed. The variceal embolization could not be performed at the same setting due to inability to catheterize the shunt and due to the tips complexity. The patient became very encephalopathic post procedure. Subsequently, the patient was brought back to ir for a successful shunt and variceal embolization. Encephalopathy improved. A few days later, the patient started to experience hematemesis. The patient underwent endoscopy, which demonstrated multiple stress ulcers on the posterior wall of the duodenum. Attempted endoscopic treatment was unsuccessful. The patient then was brought to ir for planned angiography and embolization with obsidio in the gastroduodenal artery (gda). The gda measured approximately 2-3 mm in diameter. Obsidio was injected via a microcatheter using the standard technique. Immediately, the obsidio was noted to flow through the gda out into the right gastroepiploic artery mid to distal portion of the artery. A small cast of obsidio was present in the distal gda. The obsidio syringe was emptied and the remainder of the obsidio in the microcatheter was cleared with saline. The force of the saline injection was not slow. Subsequently, additional gda embolization was performed with coils and gelfoam including embolization of the superior pancreaticoduodenal arcade. The patient was complaining of abdominal pain following obsidio embolization. The patient stopped bleeding post procedure and stabilized. Due to persistent pain, the patient underwent a computed tomography (CT) scan demonstrating devascularization of the pancreatic head and obsidio in small pancreatic arteries. The patient developed necrosis of the pancreatic head, severe pancreatitis, acute kidney injury and required intubation. The patient subsequently developed multiple pancreatic pseudocysts, suppurative pancreatitis worsened and multiorgan failure. The patient expired several weeks after the embolization procedure.